Event description:
Related manufacturer reference number: 2017865-2023-15707. It was reported that the patient presented in clinic for follow-up. Upon review, the atrial and right ventricular leads exhibited over-sensed noise leading to pacing inhibition. The patient felt dizzy as a result. The patient presented to a scheduled lead revision procedure. Prior to the procedure, the ventricular lead exhibited high pacing impedance. During the procedure, an insulation breach was noted on both leads. The leads were capped and replaced on (B)(6) 2023. The patient condition was stable.